Event description:
It was further reported that in (B)(6) 2013, the patient presented in the emergency room of an outside facility with altered mental status due to collapse caused by a generalized tonic-clonic seizure. On ems arrival, the patient was noted to have agonal respiration and was placed on a non-rebreathing mask at saturation of 98-100%. Subsequently, the patient was intubated and medication was given. Upon further examination, minimum brainstem function was revealed. The neurologist suggested withdrawing the treatment since no intervention can be performed to change the outcome. The same was discussed with the patient's family and palliative care was consulted for further management. One day post admission, the patient expired. Of note, the site has confirmed that the patient was doing well when they last contacted in (B)(6) 2013. However later on during a routine electronic record review, the site became aware of the patient's death via email. Per death certificate, the primary cause of death was brain stem stroke and secondary causes were hypertension and injuries sustained from fall. The event occurred outside of facility and no autopsy was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013, the patient's spouse informed the site study personnel that the patient died on (B)(6) 2013 and the cause of death was brain stem stroke.

Event description:
(B)(4) study: same case as 2134265-2013-03549. It was reported that following a stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented with stable angina and cardiac catheterization was performed which revealed the two target lesions. The first target lesion was a de novo lesion located at the 70% stenosed right posterior descending artery and was 22mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct stent placement with a 3.00x24mm promus element plus drug eluting stent. Post dilation was performed, residual stenosis was 0%. The second target lesion was a de novo lesion located at the 60% stenosed proximal right coronary artery and was 15mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement using a 3.50x24mm promus elementplus drug eluting stent. Post dilation was performed, residual stenosis was 0%. In (B)(6) 2012, the patient was discharged the same day on aspirin and clopidogrel. In (B)(6) 2013, the patient expired.